Event description:
Boston scientific received information that this right ventricular lead and device displayed high, out of range shock impedance measurements. Subsequent information from the local boston scientific field representative indicated that the physician plans to continue to monitor the patient. No changes were made to the system. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Segments of the lead were received at boston scientific's return product department.

Event description:
Boston scientific's medical records received notification in (B)(4) 2012 by the clinic that this patient died. The date of death was not reported. There was no reports that the use of the device and lead caused or contributed to the patient's death.

Manufacturer narrative:
A severed is-1 terminal leg (5.5 cm from the terminal pin) and severed proximal terminal leg (5 cm from the terminal pin) were returned to boston scientific's return products department. Setscrew marks were identified on all terminal connectors. Drag marks were noted on the is-1 terminal ring. The rs(-), rs (+) and df(+) segments were put through and passed electrical continuity testing.

Manufacturer narrative:
The investigation of this report is on-going as a request has been made to the local representative for additional information.